Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient stimulation pattern has changed. The patient says he was feeling stimulation in his abdomen. Their healthcare provider (hcp) ordered an x-ray and determined that the leads have shifted and the patient was being scheduled for a lead revision. It was noted that an x-ray and impedance check was done. The manufacturer's representative tried to reprogram and the patient denied falling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.